Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Respondent for triathlon primary implants survey rated a 1 (not satisfied) for: cr insert provides adequate levels of constraint. Additional comments: "triathlon cr knee is unstable"